Manufacturer narrative:
Na.

Event description:
The customer had two clotted samples and then received questionable ion selective electrode (ise) results some of which were flagged. The sodium results recovered 5-7 mmol/l different. On (B)(6) 2015, the customer found a burr on the sample probe and replaced the probe. They repeated multiple samples and corrected about 80-90 sodium results. Of the data provided for six patient samples as examples, only the sodium results for two patient samples were discrepant. Patient 1: original result of 149 mmol/l with a repeat result of 143 mmol/l. Patient 2: original result of 150 mmol/l with a repeat result of 144 mmol/l. All of the results were reported outside the laboratory. The repeat results were believed to be correct. There was no injury or death associated with any result. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. On (B)(6) 2015, the customer had additional high sodium results. No specific data was provided. The (B)(6) found there was an operator error of the ise system. The customer somehow contaminated the ise diluent while performing the bottle changeover. The field application specialist replaced the ise diluent reagent and ran calibration and qc testing to verify all results within specification. The customer performed a precision check to verify results. The precision check specimen was then correlated with the c6000 and another modular ise analyzer to confirm inter-instrument comparison.